Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 512 mg/dl at the time of incident, took units with the insulin pump, stated that they did not do manual injections and customer¿s other blood glucose values was 338 mg/dl, 371 mg/dl and treated by corrective bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer declined troubleshooting for high blood glucose and mentioned that they can manage it on their end. The devices will not be returned for analysis.